Event description:
A (B) (6) patient called in to lifecor customer support to report that her monitor was alerting to connect the electrode belt when it was already connected. Pt also reported seeing bent pins on the electrode belt connector. Support sent the pt a replacement monitor and electrode belt.

Manufacturer narrative:
Monitor (B) (4): 09/2008. Electrode belt (B) (4): 06/2008. Device eval summary: device evaluations of monitor (B) (4) and electrode belt (B) (4) have been completed. The reported problem was confirmed. Upon eval, the pt's electrode belt was found to have bent connector pins and a cracked connector shell. The cause of the connect electrode belt alerts was the absence of a successful mating of the electrode belt connector and the monitor. The cause of the faulty connection was the bent pins in the electrode belt. The root cause of the bent pins cannot be positively identified. The electrode belt was repaired and retested. The monitor was fully functional upon arrival and successfully performed a baseline and pt treatment sequence. The deficiency was isolated to the electrode belt. The monitor was refurbished and restocked. No adverse event resulted from the bent connector pins. The pt received a replacement monitor and electrode belt.